Event description:
The user facility reported to terumo cardiovascular systems corp that when attempting to prime the pump for an emergency case, a specimen of foreign matter was observed in the reservoir. The user decided to change out the circuit, which took ten minutes. It was then decided to put the pt on extracorporeal membrane oxygenation (ECMO) and not to do bypass. The decision to not perform the surgery was not due to the issue of foreign matter found in the reservoir. The circuit was not used. The pt expired while on ECMO.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).